Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient who had a pipeline vantage implanted on (B)(6) 2022 developed frontal oppressive headache with associated nausea and weakness in lower limbs on (B)(6) 2022. The patient was treated and the event resolved the same day. The event was not life threatening and did not require hospitalization. The event did not require additional intervention. It did not result in patient disability. The site assessment of the event concluded that the event was not related to the procedure or device. However, the medtronic study sponsor assessment of the event concluded the event was not related to the procedure but was possibly related to the pipeline or dapt. The patient had the pipeline implanted to treat a left internal carotid artery (ica) c4 segment saccular aneurysm. The aneurysm max diameter was 6mm and the aneurysm neck was 3mm. Raymond and roy occlusion class 3 was achieved with the pipeline. There was no alleged device deficiency or malfunction. Additional information received reported that per transmitted source, the patient experienced paresthesia in the left arm and tremors on (B)(6) 2022. Site has been queried to verify if this was a reportable event.

Event description:
Additional information received reported the patient had right lower limb weakness with headache. The event resolved o 2022-may-09. The patient was hospitalized. The event had a possible relationship with the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.